Event description:
It was reported that pump experienced malfunction alarm and caller did not notice any events leading up to issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through resetting pump, confirmed malfunction did not recur, advised that pump could continue to be used, and instructed caller to call back if malfunction returned.